Event description:
It was reported that the right ventricular lead impedance rose and is high. The lead was also noted to have a sudden rise in pacing threshold that became high. Reprogramming occurred and the lead was later capped and replaced. The device was replaced due to decreased longevity with the high rv outputs. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.